Manufacturer narrative:
Patient information was unavailable from the site. Device unique device identification (UDI) unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a sacroiliac and thoracolumbar procedure, the camera connection was lost and the camera field displayed a red x. Issue disappeared after exiting and re-entering software application. There was a delay of less than 1 hour. No known impact on patient outcome. No additional information was provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the application software was un-installed and re-installed to restore functionality.

Manufacturer narrative:
Additional information: patient demographics provided. If information is provided in the future, a supplemental report will be issued.